Event description:
Boston scientific received information that this system was exhibiting noise and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. No damage was noted via fluoroscopy. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The associated lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.